Event description:
The pt had a laparoscopic appendectomy. Surgeon used linear cutter and refill. Pt did well, and was discharged the next day. The following day pt come into ed complaining of abdominal pain, increased pain, and vomiting. The pt was unable to take contrast for CT scan. A CT scan was not optimal for interpretation. After evaluation and consent of family the pt was transferred to another hosp. Surgery was performed. An open staple was hooked on left upper quadrant mesentery. The surgeon states that he relase button sticks and he had to release the handles manually.